Event description:
On (B)(6) 2010, the pt reported there is a large air bubble near the top of the insulin cartridge of her infusion device. She said half of the insulin has been used. The pt was assisted with successfully priming the air bubble out. She stated she allows the insulin to reach room temperature before filling and inserting the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for eval.